Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device; product ID: 3057, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: unknown, UDI#: unknown; product ID: 3057, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency and non-obstructive urinary retention. It was reported that the patient was experiencing uncomfortable stimulation, so they turned it down and it was much better. The patient also stated they were feeling a burning sensation where the lead wires were inserted into their back. The patient was advised to contact their healthcare provider. It was noted that the trial began on (B)(6) 2018. On (B)(6) 2018, the patient felt stimulation in more of their back than their bicycle seat area. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the cause of the stimulation being felt in the patient¿s back was not determined and no actions were taken to resolve it. The hcp stated that the patient did not report the burning sensation at the lead insertion sites when asked to provide the cause of and actions taken to resolve the issue. No further complications were reported.